Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over 1 hour occurred. It was indicated that the operating system for the smart device was not a supported system, which is off-label usage of the device. Data was provided for evaluation. Per (B)(4), cases where the sensor session line is missing in share support tool and share support service, complaints will be closed since a data investigation cannot be completed as data ambiguity cannot be resolved further. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.